Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified voids, wear abrasion, cloudy and fold creases. A weight test of the device was verified and the device was within specification. Bubbles after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: -no issues found related with the manufacturing. Additional, changed, and/or corrected data: b6 b7 d4 d9 h3 h6.

Event description:
Healthcare professional reported a right side capsular contracture baker grade iii as well as exchange from textured to smooth implants due to the patients concerns with the product. Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr/psr on 24/jul/2017. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture baker grade iii " is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and anxiety-product/procedure.

Event description:
Healthcare professional reported a right side capsular contracture baker grade iii as well as exchange from textured to smooth implants due to the patients concerns with the product. Device has been explanted.